Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
There was no patient impact. Applicable additional code, imf is f26, earlier submitted imf code f24 is no longer valid now. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that device was in good condition. The software present is 1.1.1, the software updated to sw v. 1.5.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of nim vital, the interface box showed that the quality inspection had passed, but a few minutes after passing, a prompt appeared: "emg monitoring has been disabled, an interface box failure has been detected, please check the patient interface box fuse". The procedure completed with the same device by using the stim 2 channel. After an on-site inspection and replacement of the original fuse, the prompt still appeared. After on-site inspection and repair, it was found that if the interface box stim1 was turned on, an error would occur after a period of time. If stim1 was turned off and only stim2 was used, no error would occur. There is no known patient impact. Additional information received that the event occured during the operation, the interface box channel 1 kept prompting the problem. Troubleshooting was done by closing the channel and no error message would appear when channel 1 was closed. As long as channel 1 was opened, an error message would be issued in about a few minutes. Procedure was completed by using the stim 2 channel. After the problem was discovered, the inspection and replacement of fuse was carried out before the second use.